Event description:
During a lap procedure using our falope tube applicator, the left tube was identified and a segment of the tube was taken up into the falope-ring applicator; the ring was ejected to encircle a 1-2 cm knuckle of tube. The same was repeated on the right side; however, upon introducing the applicator, the ring was noted to be missing from the end. After inspection of the abdomen, no ring was found and it was assumed to have dislodged prior to entry into the abdomen. The surgeon called gyrus acmi and inquired about the possibility that a ring was misplaced inside the abdomen and it's future implications. He was told that the ring would not be visible on x-ray and that a free floating ring in the abdomen would likely not cause any detrimental sequelae long term. Therefore, a new set of falope-rings was obtained to complete the procedure.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.